Manufacturer narrative:
H3: analysis of the programmer (s/n (B)(6)) revealed the complaint to be unverified; no problem found. There was a scratched faceplate, but the device tested okay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740, serial: (B)(6) product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having a problem with the machine. Patient stated the controller has been acting different lately. Patient said the controller will show the battery is dead or there is not enough power and sometimes it won't come on at all. Pt wondered whether they should have the device updated and get a whole new system, agent tried to clarify what it's doing and pt states not registering correctly. Pt states checks daily and does not come on. Agent reviewed appropriate batteries to use. Pt states shows battery is dead and dying and or doesn't come on at all. Patient also said they can't get the controller to read the recharger so they can charge. Patient tried new batteries in the controller and the controller came on and then froze like the screen had frozen. Agent had pt try new aa batteries and the controller would not come on. Patient service specialist reviewed to try new alkaline batteries. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the programmer.